Event description:
It was reported that during laparoscopic left hemicolectomy surgery, when severing rectum, after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2024. D4: batch # 309c78. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 309c78, and no non-conformances were identified.